Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited inappropriate shocks in separate episodes due to oversensing and morphology change. This s-ICD omitted tones and upon technical services (ts) review was noted that the battery was prematurely depleting. This s-ICD remains in service. No adverse patient effects were reported.